Event description:
It was reported that the left ventricular lead dislodged during the placement of a left ventricular assist device (lvad). The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d284trk, implantable cardioverter defibrillator, (B)(6) 2012; 4592, implantable pacing lead, (B)(6) 2012. (B)(4).